Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two trial leads with the same lot number. It was reported one of the wires was caught in between the seat while getting out of an automobile, and the pt felt a pull downward. The pt reported afterward she felt discomfort while breathing. The pt turned the system off. The on call physician advised the pt to go to the ER. The pt decided to wait for the implanting physician to explant the leads. It was reported the pt had received effective stimulation, and the issues were resolved.